Manufacturer narrative:
Product ID 3708660, serial# (B)(4), explanted: 2013-(B)(6), product type extension product ID 3708660, serial# (B)(4), explanted: 2013-(B)(6), product type extension product ID 3389-28, lot# 0206509577, explanted: 2013-(B)(6), product type lead product ID 3389-28, lot# 0206754008, explanted: 2013-(B)(6), product type lead. (B)(4): analysis of the extensions, serial #(B)(4), found no anomaly. Analysis of the leads, lot #0206509577 and 0206754008, found no anomaly. Suspected body fluids were observed in the body of the lead. The body fluids did not affect the functionality of the lead.

Event description:
It was reported that the leads and extensions were explanted on (B)(6)-2013 due to infection. The health care provider (hcp) wanted to wait until the infection was cured. When explanted, the hcp recognized color inside of the leads and wanted to know whether fluid had penetrated inside the lead. At the time of the report the patient was alive with no injury.